Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A caller reported via phone call indicating that there was physical damage on the customer's insulin pump from being dropped. The patient's blood glucose level was 37 mg/dl at the time of the call. The customer experienced a diabetic related seizure before dropping the device. The customer was treated with juice. The customer was not hospitalized. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.